Event description:
It was reported that the insulin pump alarmed button error. The customer noticed some moisture in the insulin pump but no cracks; just scratches on screen. It was stated that the numbers continued to count up after releasing the act button. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage on the keypad traces. No button error alarm noted. Unable to perform displacement test due to unresponsive buttons. The insulin pump has battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corner and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.